Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was experiencing asystole during device implant. The implantable cardioverter defibrillator (ICD) was attempted to be implanted but not used. The right ventricular (rv) lead pace/sense pin was inserted into the device header port and screwed down; however, the lead kept on slipping out of the device header port when the physician did a tug test. After several attempts, the physician removed the device and implanted a new device. No further patient complications have been reported as a result of this event.